Manufacturer narrative:
Unique identifier (UDI) number added. Correction to contact information. Correction to evaluation codes method, result and conclusion. Device evaluation summary: repair was designated for completion at non-medtronic location were service personnel replaced the on/off solenoid. The replaced on/off solenoid was returned to medtronic for analysis. The reported symptom was verified, but no fault was found with the solenoid. The on/off solenoid was connected to the main control board and the pneumatic circuit of an ht70 test unit. The unit under testing (uut) was powered up and set to the following customer reported settings: mode: simv, breathing type: volume control, vt = 500 ml, rr = 10 bpm, flow = 30 lpm, I-time = 1.0 s, ps = 5 cm h20, peep = 1.5 cm h20, maxp = 40 cm h20, minp = 8 cm h20, maxrr = 100, maxminutevol = 50.0, minminutevol = 1.00, apnea = 5 seconds. After initiating ventilation, the uut issued an apnea alarm. A respiratory rate of 10 bpm is equivalent to 6 seconds between each b reath. With an apnea alarm setting of 5 seconds, a pause of 6 seconds will trigger the uut to issue an apnea alarm. The respiratory rate was increased to 15 bpm and the uut was allowed to ventilate for 10 minutes. Throughout the duration of ventilation, the uut did not issue any alarms. On the transducers/ motor control menu on the service screen, the exhalation valve option was selected. After this option was selected, the on/off solenoid clicked. This clicking sound was an indication that the solenoid properly activated. No fault was found with the solenoid. The root cause of the reported symptom was a settings issue by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator generated an alarm and the alarm did not stop. The patient was placed on a different device. No patient harm was reported. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.